Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01361. This report is being submitted as additional information. The serial number of the device was requested but was not provided, therefore the manufacture date and approximate age of device are unknown. The mobile power unit is not a single use device. Manufacturer's investigation conclusion: the mobile power unit remains in clinical use and the patient continues on vad support. It remains unknown whether a v locking cord was provided to the patient. Multiple attempts for further information, including the mpu serial number, were sent to the customer; however, no information was provided. The report of no external power alarms while on mobile power unit (mpu) support was confirmed based on the submitted log file. The no external power alarms were recorded on (B)(6) 2018 at 3:07:13am an 3:13:18am. The associated voltage levels indicated that mpu power was lost during this time. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was powered by the system controller backup battery during the event. The heartmate ii patient handbook's ¿alarms and troubleshooting¿ section addresses all alarm conditions including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was reported to have been asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power on (B)(6) 2018 while utilizing the mobile power unit (mpu), and that the alarms may have been associated with the mpu power cable coming loose. A locking cord for the mpu was to be provided to the patient at the next clinic visit.